Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of the right atrial lead on (B)(6), the lead had dislodged. The lead was repositioned on the same day. On (B)(6) 2015, the lead exhibited high capture threshold and low sensing indicating lead dislodgment. The lead was explanted and replaced on (B)(6) 2015. There were no complications throughout the procedure. The patient would continue to be monitored.